Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) battery cartridge was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the uninterruptible power supply (ups) on the imaging system was not working. There was no patient present when this issue was identified.